Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® precisionglide¿ multiple sample needle, the customer noticed that the needle had a blunt tip, and a dried white material on the needle body and also, the white needle protector is sometimes found to be loose. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4003281. D4. Medical device expiration date: 31-dec-2028. H4. Device manufacture date: 03-jan-2024. D.4 UDI#: (B)(4). Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes for poor needle point integrity and foreign matter was observed. The failure mode of loose IV shield was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter, poor needle point integrity and loose IV shield were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes poor needle point integrity and foreign matter. This complaint could not be confirmed for loose IV shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using one (1) bd vacutainer® precisionglide¿ multiple sample needle, the customer noticed that the needle had a blunt tip, and a dried white material on the needle body and also, the white needle protector is sometimes found to be loose. No patient impact reported.